Event description:
It was reported that the aa4203tl silicone single piece lens was loaded incorrectly and tore as it advanced in the patient's eye. The lens was removed and another staar lens was implanted without any patient injury.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Evaluation results : visual inspection of the returned lens showed the lens was cut into two (2) pieces and the haptic was torn. There was evidence of a clear surgical residue. (B)(4).